Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump. The part was replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause of the reported event is a bearing damage due to corrosion formation at the level of the balls of the bearing caused by environmental condition in which the pump worked in. Water infiltration or water formation due to condensation and high level of humidity may have led to bearing damage preventing the motor shaft from rotating freely.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no patient involvement.